Manufacturer narrative:
Product analysis: at analysis it was noted that the lower part of the display had one line missing (with a note stating that this was "acceptable"), the lower case was broken, all bails and bail covers were missing and that incoming testing was unable to be performed as the device shut down unexpectedly. It was noted that the battery flex assembly was corroded, the main board was corroded and the upper case was broken. If repair quote is approved by the customer the upper and lower cases are to be replaced, new bail and bail covers are to be installed, the battery flex assembly and the main board are to be replaced and the unit will be retested on the automated test system. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.